Event description:
Related manufacturer reference number: 2017865-2022-08594. It was reported that a patient presented remotely via merlin.net. Upon examination, it was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing, under-sensing on the discrimination channel, and inappropriate high voltage shock. The patient's right ventricular lead was also noted to have over-sensing of noise, and inappropriate shock was alleged on the lead as well. The patient was put on medication and corrective programming changes were made to resolve the malfunction. No additional patient consequences were reported.

Manufacturer narrative:
Additional information: a3: patient is male.

Event description:
New information received notes that the ICD was explanted and replaced on (B)(6) 2022. Additionally, the right ventricular (rv) lead was found to have new malfunctions of post-paced t-wave over-sensing, leading to inappropriate high voltage anti-tachycardia pacing (atp) the patient reported coughing, which was able to reproduce the over-sensing. Additional programming changes were made to disable high voltage therapy. The rv lead was also explanted and replaced on (B)(6) 2022. No patient consequences were reported.